Manufacturer narrative:
One opened probe was received with a tip protector, in a pouch, for the report of could not cut during surgery. The returned sample was visually inspected and found to be non-conforming with red foreign material on the needle and in the port. The sample was then functionally tested for actuation, aspiration, and cut and was found to be conforming for all three functional tests. A photo of the pak label is attached to the parent file and has been reviewed by the manufacturing site. The product and lot information seen matches what was reported. The returned sample was found to be functionally conforming, therefore a cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in g.1., g.2., h.3., h.6., and h.10. A sample was not received at the manufacturing site for evaluation for the report of could not cut; therefore, the condition of the product could not be verified. A photo of the pak label is attached to the parent file and has been reviewed by the manufacturing site. Product and lot information matches what was reported. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that the probe did not cut, with aspiration functioning during a procedure. The product was replaced and procedure completed with no patient harm reported.